Event description:
During a procedure for subglottic stenosis, the pt developed a pneumothorax that was most likely anesthesia induced. The laser fiber was introduced through a handpiece and was present for approx 15 seconds prior to the event. The laser was not fired, and the fiber was not used to transmit laser energy.